Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unidentified cartridge alarm occurred. Customer's blood glucose was 106 mg/dl. Tandem technical support advised customer to call back for troubleshooting if the issue reoccurred.